Event description:
The customer reported via phone call that they experienced issues with installing the sensor. The customer explained that the needle of the sensor went back in and could not come out. The customer's blood glucose was 9.3 mmol/l. The customer was advised that their sensor would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.